Event description:
During a surgical procedure when the surgeon attempted to insert the pks plasmasord cannula and trocar, the shaft cracked from the handle of cannula. Shaft attached from electrode wire inside. The sord was removed from the operative field. The surgeon required to extend port incision to 5 cm to remove specimen. Surgeon satisfied device intact and there was no plastic components left in pt.

Manufacturer narrative:
Observation of the device showed that the tip appeared to be in an unused condition. There is no evidence of activation around the active ring of the device. The morcellator shaft appears to have been broken inside the device handle. The shaft of the device has been damaged during use. The nature of the damage would suggest that it was caused by excessive force being applied to the shaft. The device history record for this lot was reviewed for non-conformances related to the nature of the complaint during the mfg process. The result of this review indicates there were zero non-conformances regarding the nature of the complaint associated with this lot.